Event description:
It was reported that a patient experienced a skin rash postoperatively; following the implantation of an armstrong beveled grommet on (B)(6) 2014. It was also reported that the device currently remains implanted in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, no device was received for evaluation. Method: no testing methods performed. (B)(4). This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following additional information was received on january 06, 2015... Device lot #0208513932. Date of manufacture: july 07, 2014. Expiration date: july 07, 2022. The following additional information was received on january 07, 2015... Product will not be returned for evaluation...at the physician's discretion, it will remain implanted in the patient. "The patient had the same/similar device implanted in a previous surgery without any allergic reactions reported." "The skin rash/redness was noted on patient's upper chest and face upon arrival in post-anesthesia care unit. The patient was given antihistamine (diphenhydramine) and the rash resolved. There were no adverse reactions reported the next day." Patient status: the following additional information was received january 19, 2015... "Regarding the patient's status to date...according to dr. (B)(6), the attending surgeon for the patient concerned in this case, the patient has no reported concerns or complications."